Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. A 4.6 cm fusiform aneurysm was reported with an infra-renal angle of 36 degrees. Proximal aorta was 28 mm in diameter and 16 mm in length. Distal aorta was 23 mm in diameter. The right iliac artery was 11 mm in diameter and the left iliac artery was 18 mm in diameter. The right iliac artery was mildly tortuous and the left iliac artery was severely tortuous. It was reported that an unknown endoleak was discovered on CT. The endoleak did not require treatment and the patient is being monitored by the physician. The radiology report states that the "endoleak is seen on delayed images along the inferior aspect of the graft". The endoleak has not caused an increase in the aneurysmal sac volume. The physician also stated that the leak is most likely a type ii and less likely a type iii. No clinical sequelae were reported, and the patient is fine. A review of returned images (m2s) from recent follow up do not show any obvious endoleak from either the cross-section cta or 3d recon.

Manufacturer narrative:
Evaluation, method: (B)(4) (film evaluation). Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) (cause of event is unknown). Evaluation, conclusions: (B)(4) (cause of event is unknown).